Manufacturer narrative:
On (B)(6) 2017, a field service engineer (fse) visited the customer site, the instrument was not able to initialize. The fse found that the b/f probe was leaking from the top of probe. The fse replaced the probe, initialized the instrument and ran a daily maintenance procedure. Afterward, the instrument was performing as intended and therefore no further action required by field service. The most probable cause of the reported event was a clog in wash probe 2. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported having bf probe 2 suction failures (error 2236) and bf 2 overflow sensor (error 2232) with their aia 900. The customer was unable to run beta-hcg, fsh, and estrogen patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, fsh, and estrogen patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.